Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The details regarding the nature of the reported failure were not provided to the reporter. It is unknown at this time if the patient underwent revision surgery or if revision surgery is planned. Additional information has been requested, but has not been received. This report is for an unknown quantity of unknown uss collars. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that a universal spine system (uss) custom-made implant construct for growth guidance has failed. Details regarding the nature of the failure, patient condition or any medical intervention were not provided. This report is for an unknown quantity of unknown uss collars. This report is 8 of 8 for com-(B)(4).